Event description:
Mps reported that anterior chamfer becomes too deep. I checked the accuracy test and registration but the system was fine. All test was passed.

Manufacturer narrative:
An event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method & results: -product evaluation and results: the field service engineer reported: problem reproduced: no. Troubleshooting notes: none. Work performed: I checked the accuracy test and registration but the system was fine all test was passed. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob1124 was inspected and completed with no reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.